Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The system is being returned to the company's repair center for further eval.